Event description:
The customer reported that the device would not power up. There was no reported patient involvement. The device was returned to the manufacturer's product investigation lab. A repair bench technician evaluated the device and reviewed the event logs. The bench tech could not confirm the customer's complaint. The device powered on and operated according to specifications. There were no significant events in the event logs. No device problem found. Because the device is not needed for stock, the device was scrapped. No additional investigation required.